Manufacturer narrative:
A biomérieux investigation was conducted for delayed results of greater than 24 hours for 24 samples with the vitek® ms instrument. The vitek® ms spectra often showed a type of hill/artifacts between the masses 4000 and 5000. This hill masked the real spectrum and lead to no identification for the samples. The customer was advised to use a loop to smear the sample instead of a wood toothpick and this resolved the problem. The investigation concluded the issue was due to spot preparation with a wood toothpick. During the smearing of the samples, some particles of the toothpick were mixed with the samples and led to the masking hill. According to multiple statements in the vitek® ms user manual, it clearly states to use a sterile loop for collection and smearing of the sample. No further action is required.

Event description:
A customer from (B)(6) reported to biomérieux a delayed result greater than 24 hours, for 24 samples in association with the vitek ms. Instrument. The customer had an issue with the vitek ms spectra which resulted in no identification of the samples. The customer retested the samples with the vitek 2 instrument. The customer reported the delay was 24 hours beyond their timeframe for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the delayed results led to any adverse event related to a patient's state of health. The spectra issue was resolved by biomérieux troubleshooting with the customer. An internal biomérieux investigation will be initiated.